Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display. This condition had the potential to interrupt delivery. This condition was found in the central supply department during programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a bad display was confirmed during product evaluation. The root cause was assigned to a faulty main display with lines on it. The main display assembly was replaced in order to correct this condition.